Event description:
This unit was sent back to a covidien service center as a back to stock unit. Upon triage, a service tech found that the unit failed to detect system high.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, results will be forwarded.